Event description:
The customer reported the device required a battery substitution. During testing, the device was found to display a ¿battery depleted¿ message with an empty battery icon when powered up on dc. The device was then powered up on a/c, at which time, it displayed a message to keep device plugged into a/c. The device passed the self-t test on a/c however when the device was disconnected from a/c it displayed a ¿depleted battery¿ message and powered off. The battery was replaced and the change battery soft key was pressed. The device was then found to pass the self-test while powered up on dc. In addition, during a review of the alarm log, the device was found to have alarmed for n56 (replace battery) multiple times. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.